Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure during lead preparation, when the guidewire was inserted into the left ventricular lead; the guidewire broke through the body insulation and came outside the lead and punctured the distal end. The procedure was completed with a replacement lead. There were no patient consequences.

Manufacturer narrative:
Final analysis found that, as received a complete lead was returned in one piece measuring 86.1 cm. Visual inspection found the lead insulation punctured and inner coil kinked at the s-curve region. A guidewire could not be fully inserted due to the inner coil being kinked at the s-curve region. The cause of the inner coil being kinked and puncture in the lead insulation is consistent with procedural damage.